Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced heating at the scs ipg site with stimulation on. The patient stated the issue began approximately two years ago and the heating dissipates with turning off stimulation. Surgical intervention may be taken at a later date to address the issue.

Event description:
Follow-up revealed that patient had her system explanted and replaced.